Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® pb safety blood collection set was having leaking issues. No serious injury or medical intervention reported.